Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had hit act button hard to got response, especially during priming. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had cracked along reservoir entry, declined battery life and scratches on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. Device received with minor scratched lcd window.